Event description:
Additional information was received that during the valve implant, a procedural delay of approximately 30 mins resulted from the first valve's expansion issue.

Manufacturer narrative:
Image review: static images and media files were provided for review of the event. Images from the patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 67.2 millimeter (mm) with a perimeter derived diameter of 21.4mm suggesting a 26mm evolut. Patient¿s annulus had protruding calcium extending to the left ventricular outflow track. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. Evidence shows that during the implant attempt, the valve appeared under expanded with a suspected infold. It was reported that this occurred after one recapture and during a second deployment attempt. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that a second balloon aortic valvuloplasty was performed. Subsequently, a new valve was successfully implanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a return kit jar submerged in cloudy 0.2% glutaraldehyde solution. The valve was received in a severely compressed state showing evidence of blood contact. All leaflets appeared partially closed with a gap between the free margins. All leaflets appeared dehydrated and stiff. Severe creases and imprints were found on all leaflets. Remnants of coagulated blood were observed on the tops of commissures 3-1 and 2-3. All commissures were intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The tissue around the valve skirt was dehydrated showing signs of frame imprints. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. There was no evidence of frame kinks or bends after warm saline submersion. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the returned valve deployed with an infold. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012426267); product type: 0195-heart valves; product ID evolutfx-26 (j252304); product type: 0195-heart valves; implant date (B)(6) 2024; this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012441104); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the load check seemed acceptable with a crown overlap noted past the third node. There were asymmetric calcifications between the left coronary cusp (lcc) and the non-coronary cusp (ncc). A pre-implant balloon dilatation was performed with an 18 mm balloon due to a smaller left ventricular outflow tract (lvot). During the first implant attempt, the valve did not fully expand and moved due to high middle pressure. The valve was recaptured but became tangled with the pigtail catheter during the first recapture. During a second deployment attempt, the valve was not fully expanded. An infold was assumed, which appeared confirmed by angulations. The system was removed. A balloon dilatation was performed with a 20 mm balloon. A different valve and delivery catheter system (dcs) were used for implant which showed better results, although full expansion of the valve was not visualized. Gradients were measured and found to be satisfactory. The final imaging suggested that the valve had expanded further. No patient complications have been reported as a result of this event.